Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a damaged charge-coupled device component. Additional issues were identified during the device evaluation: the insertion section had a press mark, the light guide bundle was broken, the channel tube was leaking, and the light guide rod had a water mark. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during a diagnostic bronchoscopy procedure, the evis lucera elite bronchovideoscope, while being used with the evis exera iii video system center, experienced a black screen when using angulation. The patient was not under sedation, and the procedure was completed successfully with another similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was because the internal charge coupled device cable was damaged for some cause. Olympus will continue to monitor field performance for this device.